Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/15/2014 with the following findings: visual inspection revealed that the display screen was dim and discolored; the reported event was duplicated. The reported event was directly caused by an unidentified display failure. Unrelated to the reported event, moisture was observed behind the display lens. The pump failed a leak test due to a leak at the display lens. The pump case was removed, and evidence of moisture ingress was observed on internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.